Manufacturer narrative:
Inspected and evaluated one opened/used reservoir. Checked the o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test as follow: the reservoir was filled with diluents and connected to a new infusion set, installed the reservoir and the connector into the insulin pump. Conclusion: the reservoir did not leak.

Event description:
Customer's mother reported that the customer's blood glucose was running high and that insulin had leaked into the reservoir compartment. The blood lgucose reading was 593 mg/dl. She was not sure of where the leak originated from and stated that all parts were present. She stated that there were no cracks in the reservoir barrel. She declined troubleshooting for the high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.